Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds and intermittent undersensing. It was also reported the right atrial (ra) lead showed under and over sensing. The leads remain in use. No patient complications have been reported as a result of this event.